Event description:
A cartridge change error was reported for the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to inspect and clean various components of the pump and guided them through steps to reload the cartridge. However, the caller was unable to successfully load the cartridge and was referred to customer support for further assistance.